Event description:
The account alleged that the cardio pulmonary resuscitation is not functioning. No patient impact.

Manufacturer narrative:
The account stated that they inspected the cardio pulmonary resuscitation cable and found rust on the cable where it connects to the cardio pulmonary resuscitation pull handle. No further information is available on the repair of the bed at this time.